Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. The reporter alleged that the audio bolus button was unresponsive and that there was a hole in the button cover. The patient was unable to confirm whether the tactile changes occurred prior to the damage on the button cover. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/24/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/16/2013 with the following findings: the audio bolus button cover was found to be torn. The complaint of the audio bolus button being unresponsive was not able to be duplicated; the audio bolus button responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.